Event description:
It was reported that ventilator generated o2 concentration high alarms. There was no patient harm. Manufacturer ref.#: (B)(4).

Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
It was reported that ventilator generated o2 concentration high alarms. Our field service engineer investigated the ventilator on site and solved the issue by replacing the o2 gas module. The replaced part was returned for further investigation. Simulated use testing of the returned o2 gas module passed the performed pre-use check and could not reproduce the reported failure. No abnormal found during ventilation for four days. After the ventilation, the o2 gas module passed another pre-use check. The root cause to the reported issue could not be established by this investigation.